Event description:
Medtronic received information regarding a pipeline flex stent that failed to open. The patient was undergoing an aneurysm interventional procedure to treat a left internal carotid artery (l-ica) cavernous sinus segment unruptured saccular aneurysm. The aneurysm max diameter was 3.5mm and the neck diameter was 3.3mm. Vessel tortuosity was normal. Dual antiplatelet treatment was administered. It was reported that the pipeline and all accessory devices were prepared per the instructions for use (IFU). During otherwise normal deployment, when more than 50% of the pipeline was deployed, the distal tip could not be opened. After maneuvering the pipeline, the distal opened slightly but the middle to distal segment still was not opened despite the proximal end opening fine. The pipeline was not positioned in a vessel bend. It was resheathed less than two times. No other steps or devices were used to open the pipeline. The surgeon resheathed the pipeline and removed with the microcatheter. The pipeline was replaced to complete the procedure successfully. There was no harm or injury to the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis of ped-500-20, lotno:b570233 ¿as found condition: the pipeline flex embolization device was returned for analysis within a shipping box; and within plastic bio-pouch. ¿damage location details: no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No damages were found with the distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The distal and proximal ends of pipeline flex braid were found fully opened and damaged. No other anomalies were observed. ¿conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have failure/incomplete open distal (flex) as the distal and proximal ends of pipeline flex braid were found fully opened and damaged. However, the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the pipeline had a rough tip end. There was no resistance or difficulty during delivery of the pipeline.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.